Manufacturer narrative:
Product complaint #: (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in 2007, the patient underwent a hip replacement surgery treating both sides for bilateral hypoplastic hip osteoarthritis at another hospital. After (B)(6), in 2015, the patient started to be followed up by the surgeon at hospital. The patient complained of pain on the left hip, and progression of osteolysis was observed over time. On (B)(6) 2025, a revision surgery was performed at hospital. In the revision surgery, the stem (aml-plus) was left implanted as it was, the outer cup was removed, and the head was replaced. The cup was replaced with a competitor¿s product. The surgeon commented as follows: after the outer cup was removed, the area around the neck of the stem was blackened and trunnions was observed, which was the cause of osteolysis. The revision surgery was completed successfully with no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that in 2007, the patient underwent a hip replacement surgery treating both sides for bilateral hypoplastic hip osteoarthritis at another hospital. After (B)(6) in 2015, the patient was started to be followed up by the surgeon at hospital. The patient complained pain on the left hip, and progression of osteolysis was observed over time. On (B)(6) 2025, a revision surgery was performed at hospital. In the revision surgery, the stem (aml-plus) was left implanted as it was, the outer cup was removed, and the head was replaced. The cup was replaced with a competitor¿s product. The surgeon commented as follows: after the outer cup was removed, the area around the neck of the stem was blackened and trunnions was observed, which was the cause of osteolysis. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. (B)(6). The photo investigation revealed that the cup has remained attached to the liner and shows signs of organic material consistent with the explanation process, however nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unknown hip acetabular liners would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.